Event description:
According to the reporter, during a procedure the surgeon released the foot pedal but the unit continued to activate the cut function. Another foot pedal was utilized with the same generator later on during the procedure and the same issue occurred again. There was no patient injury.